Manufacturer narrative:
MFR's report date: (B)(4) 2013. Internal file no: (B)(4). The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
Customer reported the i.v. Set was found leaking at the connection of the pvc tubing to the top of the upper fitment. Normal saline with heparin 1 unit/ 1cc was infusing. There was no patient harm and no medical intervention was required. Customer stated that no further patient/ event information is available.